Event description:
It was reported that the radiofrequency programmer head returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during manufacturer's analysis the programmer head tested out of specification on the vxi e-field immunity test and it was also discovered that the label was delaminated. Both the head's cable, and the label, were replaced. Concomitant product: product ID 229047 software analyzer. (B)(4).